Event description:
It was reported the patient experienced ineffective therapy. Diagnostic system testing indicated multiple low impedance values on the lead. Reprogramming was unable to resolve the issue. Surgical intervention was undertaken to replace the lead on (B)(6)2019. Stimulation was restored postoperatively.